Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿several black dots on the interior of the needle¿, was found on a bd micro-fine ultra¿ insulin pen needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: one open 31g x 5mm pen needle sample and one photo were returned from an unknown lot. No., cat. No. 325107. Visual examination was carried out on the returned sample and photo and foreign matter was observed on the hub. No lot history review can be carried out as lot number is unknown. Investigation conclusion: the most probable root cause was identified as incorrect moulding start up.